Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received correction to b7 to "cardiomyopathy, melanoma" investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to the controller fault alarm, the controller exhibited a vad stop that the patient was not aware of. After the controller was exchanged, the controller was tested and the controller and the alarm appeared to be working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for updates to the investigation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within the power ports of the controller. This is an additional observation unrelated to the reported event and likely due to the handling of the device. Functional testing revealed the controller alarmed a controller fault alarm 45 minutes after powering up the controller, confirming the reported controller fault alarm. Disconnecting both power sources to test the no power alarm revealed that the no power alarm only sounded for 2 minutes, instead of the required 15 minutes. An internal inspection revealed the internal nickel-metal hydride (nimh) battery was swollen and the voltage of the cells was below the expected value. After the battery was replaced, the controller performed as intended. Per the instructions for use (IFU), the hvad controller was designed and tested to function for 2 years. A review of the controller log files suggests the controller was in use for longer than 2 years. Log file analysis revealed a controller power up event on (B)(6) 2020 at 16:25:19. The data point logged in the controller's internal logs prior to the loss of power revealed that battery 1 was connected to power port one (1) with 24% relative state of charge (rsoc) and battery 2 was connected to power port two (2) with 60% rsoc. The data point logged after the loss of power revealed that battery 1 was connected to power port one (1) and battery 2 was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 13 seconds. Additionally, the controller log files revealed 1 controller fault alarm logged on (B)(6) 2020 due to an internal battery fault. A vad disconnect alarm was also logged on (B)(6) 2020 at 17:05:31, likely due to the reported controller exchange. As a result, the reported vad stop could not be confirmed; however, it is likely the loss of power event was perceived as the reported vad stop alarm. The most likely root cause of the reported controller fault alarm can be attributed to a faulty internal nimh battery, likely due to the controller surpassing a useful life of 2 year s. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. There is an internal to capture events involving the controller losing power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: type of report: updated to serious injury event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized. The controller exhibited a controller fault alarm. The controller was exchanged. It was further reported that prior to the controller fault alarm, the controller exhibited a vad stop that the patient was not aware of. After the controller was exchanged, the controller was tested and the controller and the alarm appeared to be working. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within the power ports of the controller. This is an additional observation unrelated to the reported event and likely due to the handling of the device. Functional testing revealed that the controller exhibited a controller fault alarm and that the "no power" alarm sounded for a short period of time when both power sources were disconnected. When both power sources were reconnected, the led indicator for both power sources and the alarm indicator on the controller's front panel flashed red for a brief moment. Log file analysis revealed a controller power up event on 10/feb/2020 at 16:25:19. The data point logged in the controller's internal logs prior to the loss of power revealed that battery 1 was connected to power port one (1) with 24% relative state of charge (rsoc) and battery 2 was connected to power port two (2) with 60% rsoc. The data point logged after the loss of power revealed that battery 1 was connected to power port one (1) and battery 2 was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 13 seconds. It is likely the loss of power event was perceived as the reported ¿vad stop¿ event. As a result, the reported "vad stop" event was confirmed; however the reported no alarm event could not be confirmed. Review of the controller log files also revealed one (1) controller fault alarm and multiple event exceptions were logged on 10/feb/2020 due to a faulty internal battery. Supplemental testing revealed that the internal nickel-metal hydride (nimh) battery was swollen and the cells of nimh battery had voltage levels below what was expected. After the faulty component was replaced, the controller performed as intended. Additionally, review of the controller log files revealed a vad disconnect alarm was logged on 10/feb/2020 at 17:05:31, likely due to the reported controller exchange. As a result, the reported controller fault alarm was confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a faulty internal nimh battery. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. There is an internal investigation to capture events involving the controller losing power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within the power ports of the controller. This is an additional observation unrelated to the reported event and likely due to the handling of the device. Functional testing revealed the controller alarmed a controller fault alarm 45 minutes after powering up the controller, confirming the reported controller fault alarm. Disconnecting both power sources to test the no power alarm revealed that the no power alarm only sounded for 2 minutes, instead of the required 15 minutes. An internal inspection revealed the internal nickel-metal hydride (nimh) battery was swollen and the voltage of the cells was below the expected value. After the battery was replaced, the controller performed as intended. Per the instructions for use (IFU), the hvad controller was designed and tested to function for 2 years. A review of the controller log files suggests the controller was in use for longer than 2 years. Log file analysis revealed a controller power up event on (B)(6) 2020 at 16:25:19. The data point logged in the controller's internal logs prior to the loss of power revealed that a battery was connected to power port one (1) with 24% relative state of charge (rsoc) and another battery was connected to power port two (2) with 60% rsoc. The data point logged after the loss of power revealed that a battery was connected to power port one (1) and another battery was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 13 seconds. Additionally, the controller log files revealed 1 controller fault alarm logged on (B)(6) 2020 due to an internal battery fault. A vad disconnect alarm was also logged on (B)(6) 2020 at 17:05:31, likely due to the reported controller exchange. As a result, the reported vad stop could not be confirmed; however, it is likely the loss of power event was perceived as the reported vad stop alarm. The most likely root cause of the reported controller fault alarm can be attributed to a faulty internal nimh battery, likely due to the controller surpassing a useful life of 2 years. An internal investigation was opened to evaluate internal battery issues with controller 2.0. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.